Event description:
The reporter states that he obtained a blood glucose results of 268 mg/dl on accu-chek advantage system 1 and a 98 mg/dl blood glucose result on accu-chek advantage system 2. The test results were obtained within 10 minutes. The reporter experienced shakiness, blurred vision and seeing spots with the 268 mg/dl and 98 mg/dl blood glucose comparison. He treated himself by drinking water and felt better 20-30 minutes later. No adverse event reported. New system sent to customer and return requested.

Manufacturer narrative:
This medwatch is for suspect device accu-chek advantage system 1. Reference medwatch is for suspect device accu-chek advantage system 2.